Event description:
The plate that was implanted approximately six months ago broke. The patient was going into surgery to removed the broken plate. Once the surgery was started and the implant was visible, the plate was removed in two pieces. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no.